Event description:
As the pt laid on the vascan table during an exam, the upper trendelenburg actuator mount bracket broke away from the frame. This caused the head end of the table to fall rapidly to the floor. The pt fell off the table and landed on the floor. Pt complained of neck pain. No subsequent injury has been reported.

Manufacturer narrative:
Incident resulted from weld failure. While less than 0.02% welds have failed, the incidence of failure in 2004 is higher than in other years. For that reason, all customers with the same model that was manufactured from the same batch of steel in 2004 will be contacted and an upgrade will be installed to ensure no failures in the future.